Event description:
On (B) (6) 2008, the pt was implanted with an scs system. On (B) (6) 2010, it was reported that the stimulation stopped. The ipg was explanted and replaced with a new one. The pt has since regained stimulation.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The ipg passed communication testing with the pt programmer. When visually inspected, the ipg was found to have a port plug in the top header port and discoloration at the upper septum, header, front header, and the anchor hole. The device was marked on the antenna silicon, can, and header. The ipg was subjected to functional testing and passed both the auto test and manual testing. Conclusion: the reported event could not be confirmed; as received the ipg passed the auto and manual test, in addition all channels provide outputs. The ipg has slight discoloration and instrument marks, no other visual anomalies were noted. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.